Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gastric and enteral wall to treat a gastric outlet obstruction during a gastroenteric anastomoses (gea) procedure performed on (B)(6) 2024. During the procedure, the axios stent was fully deployed. However, the stent distal flange did not open. Another different device was inserted inside the axios stent, and the procedure was completed. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was implanted to treat a gastric outlet obstruction during a gastroenteric anastomosis procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for gastric outlet obstruction.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.